Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. T-wave oversensing (twos) post ventricular sense (vs) was also noted. The allied health professional (ahp) brought the patient in and performed pocket manipulations/isometrics but could not replicate any oversensing. Reprogramming was completed, and the lead remains in use. No patient complications have been reported as a result of this event.